Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the testing instrument. The expected positive test wells which yielded unexpectedly negative instrument outputs, were visually unexpectedly negative. An immucor field service representative visited the customer site and inspected the testing instruments.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on both a galileo echo and a galileo neo instrument.